Event description:
Information was received indicating that a patient receiving an emergency blood transfusion with a smiths medical level 1 hotline disposable was at risk of receiving a large amount of air. It was reported that small bubbles were noted inside the "pipe" which turned into a large amount of air. The nurse was required to use a syringe to extract the air from the disposable. The blood was then able to be transfused until the surgery was complete. There were no reported adverse effects.